Manufacturer narrative:
The problem was due to diode/resonator failure. After the component replacement the laser system started to work correctly.

Event description:
The laser system has the following problem: "low power -30%". No adverse effects to patient were reported.